Manufacturer narrative:
Results - two samples were received with cracked female luers. Bd was able to confirm the customer's indicated failure mode. Conclusion - the suspected root cause is a build up of 100% silwet l-8620 and cross contamination between the wing feeder and fgl. CAPA (B)(4) have been initiated or documentation related to this issue of cracked female luers.

Event description:
It was reported that the while drawing blood, the bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 leaked from cracks in the plastic area where the luer attaches. No injury or medical intervention reported.